Event description:
It was reported that the patient presented remotely via merlin.net. The transmission revealed that the cardiac monitor was reporting false pause episodes due to undersensing. The patient was asymptomatic. Programming changes were performed resolving the undersensing.